Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, headache, lightheadedness, nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an strange odor and sweet odor related to a CPAP device's sound abatement foam. The patient alleged cough, headache, lightheadedness, nausea. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed. As per secondary findings dust/dirt contamination buildup around the air inlet, contamination appearing consistent with the insect contamination was observed on the interior of device enclosure, dust/dirt contamination observed on and in the blower and blower box, evidence of insect presence in the base unit and bug infestation in humdifier in the heater plate enclosure. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated

Manufacturer narrative:
Section h6 investigation findings code has been wrongly captured in the previous report, and corrected in this report.